Event description:
(B)(6) is a (B)(6) white female who presented to my office (B)(6) 2010 with an infected right breast. She had previous silicone breast implants 17 years prior to a little over a year of symptoms including pain, enlargement and more recently redness. There was a failed course of antibiotic therapy. At the time of her presentation she also had epidermolysis of her hands, feet, and periareolar region. Exam was consistent with an infected breast implant, therefore, the implant was removed in the office under local anesthesia. Her epidermolysis eventually cleared and the infection improved. However, she developed an inflammatory abscess in the inframammary portion of the right breast that required operative excision and debridement under anesthesia. The tissue that was removed and sent to the laboratory came back anaplastic large cell lymphoma. This breast eventually went on to heal. She was seen in consultation at (B)(6) and received chemotherapy. Because of the possible association of the cancer with the implant, along with her asymmetry issues, she requested removal of the left implant, which was done uneventfully. Of note is that the implant on the left side was ruptured, but identification was able to be made indicating a mcghan 360cc silicone gel textured implant. The product was retained and is available for examination. The pt continues to be under my care at this time.